Event description:
Lead with intermittent oversensing. Normal qrs and intermittent "sensing" of event at end of t-wave, consistent with mechanical systole. This resulted in inappropriate shocks from ICD to pt. Ideally lead should be revised, but due to pt's clinical status, device was reprogrammed only at this time to try and avoid further shocks.

Event description:
Add'l info rec'd from MFR 2/28/00: MFR's testing did not confirm the reported oversensing, nor did it expose any damage other than that consistent with the explant procedure. Analysis of intracardiac electrograms confirmed that the device was oversensing events. The device's sensitivity was reprogrammed to a less sensitive setting, resolving the issue. The lead was explanted three weeks later.

Event description:
Add'l info rec'd 12/3/99: intermittant oversensing of "noise" on ICD lead resulting in inappropriate shocks and requiring lead revision. Initially intermittant sensing at end of t-wave - later multiple signals throughout cardiac cycle led to shock. Lead was explanted and new lead placed.